Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion and unknown cartridge alarms occurred. Additionally, it was reported that the touchscreen was "tough to read." No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.